Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis determined that the allegation against this lead was confirmed based on a finding of a bent lead tip.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead tip was distorted. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead tip was distorted. This lead was never in service. No adverse patient effects were reported.